Event description:
A balloon ruptured during the dilatation of a highly stenosed wall stent in the subclavian vein. Difficulty was encountered upon withdrawal and a segment of balloon material detached in the pt. A veinotomy was successfully performed to remove the balloon segment. Another balloon was used to successfully dilate the stenosed stent. The pt's condition is fine. This device was returned, evaluated and retained by this MFR. The engineering eval indicated 2.2 cms of the balloon material was detached and not returned for eval. A kink in the catheter shaft ws noted 19. 9 cms from the distal tip. The shaft was elongated and accordianed from 26.4 to 33.7 cms from the distal tip. Microscopic exam of the balloon revealed a circumference tear in the balloon. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. Follow up indicated difficulty was encountered upon removal and this device displayed characteristics consistent with resistance upon removal, an elongated and accordianed catheter shaft. Also, follow up revealed this balloon was used to dilate a stenosed stent. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Directions for use state: "due to the thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or is balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."